Event description:
It was reported that about a month after implant, the patient¿s body ¿rejected¿ the device. It was noted that their body formed a mass around the implant. It was reported that the patient¿s body ¿blew up¿ and they ¿looked like they were 10 months pregnant.¿ it was noted that the patient needed to have it explanted. It was noted that the system worked well for the patient¿s symptom management. Additional information received reported that the patient developed abdominal distortion and pain shortly after the stimulator implant. It was noted that it was unknown if the event was due to the implantable neurostimulator (ins) or leads. It was noted that an explant was performed. It was noted that an x-ray was performed and was negative. It was noted that the patient required hospitalization due to the event. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Additional information was received from the patient, reporting that their whole system was removed on the dame day it was implanted. No further complications were reported or anticipated.